Event description:
During testing at installation of unit, customer reported output of vaporizer was higher than expected. There was no report of pt involvement. Co's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.